Event description:
It was reported that the patient with this inflatable penile prosthesis experienced infection. A revision surgery was performed. No further patient complications were reported.

Manufacturer narrative:
Corrected field b3. Date of event updated field b5. Describe event or problem updated field e1. Initial reporter facility name, initial reporter address 1, initial reporter address 2, initial reporter city, initial reporter zip/post code and initial reporter phone.

Event description:
It was reported that the patient with this inflatable penile prosthesis experienced infection. Cylinders and rear tip extender were removed and replaced. No further patient complications were reported.